Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a ruptured abdominal aortic aneurysm. It was reported that one day post implant, the patient expired. Per the patient¿s sister, the patient expired due to bleeding and blood pressure bottoming out. Additional information has not been provided.

Manufacturer narrative:
(B)(4).